Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The lead intergrity was tested, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) sensing - oversensing: 3 - ventricular nst<=200 ms on (B)(6) 2012 in the timeframe between 14:11:29 and 19:52:18. 1 - vf=180 ms average v-cycle on (B)(6) 2012 14:12:08. Impedance - high resistance/impedance: 1 - patient alert for svc(hvx) lead z=102 ohms on (B)(6) 2011 03:00:03. Weekly high voltage measurement log data show various spike increases for max svc = 80 to 102 ohms range between (B)(6) 2012.